Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported the vent inop (inoperable), motor fault, low pip (peak inspiratory pressure), xdcr (transducer) fault, low ve (minute ventilation), low o2 (oxygen) inlet pressure), circuit disconnect alarms while using the vela ventilator. The customer reported no patient involvement associated with the event.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis (fa) representative (rep) received the vela main pcba (printed circuit board assembly) and installed in a known good unit. The carefusion fa rep powered the unit in service mode and found xdcr (transducer) fault and vent inop (inoperable) faults in the event log. The carefusion fa rep powered in operating mode with the received settings and after spraying solenoid with anti-static freezer. After running unit for a couple minutes, the carefusion fa rep reported the unit failed with xdcr (transducer) faults and vent inop (inoperable) faults. The customer's alleged issue was duplicated. The root cause was isolated to a bad solenoid. The solenoid was failing, causing the xdcr fault and vent inop condition. This reported event is being considered an isolated incident in which carefusion will track and trend internally within carefusion.